Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning during fill 2 of 4 of treatment. The patient was connected during the incident. Fluid was discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette, and leaked from the cassette. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the fluid leak. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Upon follow-up, the pdrn confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was seen on (B)(6) 2025 and did not mention any issues with the cycler. The pdrn could not confirm if the patient completed treatment since the patient's internet is down preventing cycler transmissions. The pdrn could not confirm if the patient received the replacement cycler or if the old cycler was returned. The patient did not report any issues using the cycler while at the clinic. The pdrn could not confirm if the cycler set was available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning during fill 2 of 4 of treatment. The patient was connected during the incident. Fluid was discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette and leaked from the cassette. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the fluid leak. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Upon follow-up, the pdrn confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was seen on (B)(6) 2025 and did not mention any issues with the cycler. The pdrn could not confirm if the patient completed treatment since the patient's internet is down preventing cycler transmissions. The pdrn could not confirm if the patient received the replacement cycler or if the old cycler was returned. The patient did not report any issues using the cycler while at the clinic. The pdrn could not confirm if the cycler set was available to be returned for physical analysis.